Event description:
It was reported that the lead exhibited sensing and threshold anomalies. Lead dislodgement was suspected. The device was reprogrammed. The patient was in good medical condition and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.